Event description:
(B)(6) contacted neomed on march 29, 2017 to report a neomed dual lumen silicone umbilical vessel catheter (uvc) broke at the 9cm depth marking while indwelled in a (B)(6) male patient weighing (B)(6). The event occurred on (B)(6) 2017. The uvc was placed at the same time an umbilical arterial catheter (uac) was placed in the umbilical stump. Both catheters were placed and secured by a neonatologist. Securement was performed using a 3.0 silk suture using a purse string technique. Placement depth was calculated to be approximately 9cm (1.5 x birth weight (kg) + 5.6). An x-ray was taken to confirm proper placement of both catheters. Both catheters were additionally secured with either tegaderm tape or an umbilical tent. Approximately twelve hours later, another x-ray was performed to ensure neither catheter had migrated. Based on the results of the x-ray, the neonatologist adjusted the uvc placement manually. During manual repositioning of the catheter, the catheter appeared to fragment with a 9cm portion of the catheter remaining in the infant's umbilicus. The infant was transported to a local children's hospital where the 9cm portion of the tube was removed using interventional radiology. There we no complications with the removal of the catheter fragment. The infant was transported back to (B)(6) 2017 with no further complications related to this incident.